Manufacturer narrative:
Mmdg issued the supplier a scar. A review of the DHR for both suspected lots (cf1306018 & cf1323417) was completed with no issues reported. A visual inspection of units from the suspected lots revealed no issues. Leak and occlusion testing was also performed on units from the suspected lots with passing results. It was concluded that the most probable root cause was that the dfu was not followed by the user of the set.

Event description:
Home health nurse reported that after priming the tubing and attaching to the patient; air bubbles begin to form downstream of the filter. Based on existing inventory at provider; lot numbers of devices in question could be either cf1306018 or cf1323417 no injury to a patient was reported. (B)(4).